Manufacturer narrative:
Additional information: based on the received information, a root cause for the reported problem remains unknown. The clinic assumes that the internal implant magnet may be defective, however, a review of the DHR indicates a device magnet strength within specification at time of manufacturing. The patient underwent a revision surgery to thin-out the skin flap but the problem persists. A device investigation is needed to determine an exact root cause for the reported problem. The patient will be re-implanted in 2016, but no exact date is known.

Event description:
Since the implantation, the patient has always complained about poor retention between external component and implant, even with a cmd magnet. Due to this problem, the patient has difficulties to hear properly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the implantation, the patient has always complained about the external device magnet not being strong enough, even with a cmd magnet. Due to this problem, the patient has difficulties to hear properly. At home, she wears a compression headband to hear better. It was then advised to the surgeon to do a revision surgery and thin down the skin flap. The patient's skin flap was revised to have it thinned down. After the revision surgery, it was noticed that the problem remains; there is still not enough magnetization to hold the external device on the patient's head. A re-implantation might be scheduled to change the implant.

Manufacturer narrative:
Conclusion: based on the received information, a root cause for the reported problem remains unknown. The clinic assumed that the internal implant magnet may have been defective, however a review of the DHR indicated device magnet strength within specification at time of manufacturing and the device investigation did not reveal any defect of the magnet. The patient underwent a revision surgery to further thin-out the skin flap but the problem persisted. The patient was re-implanted and with the new device she has not experienced the problems she had before. Damages found on the active electrode during investigation are related to the removal surgery. Device investigations did not reveal any technical defect which could explain the reported problem. This is a final report.

Event description:
Since the implantation, the patient has always complained about poor retention between external component and implant, even with a cmd magnet. Due to this problem, the patient has difficulties to hear properly. At home, the patient wears a compression headband to hear well. Patient was re-implanted.